Event description:
A report was received that the patient had an infection at the lead and implant site. The patient was prescribed antibiotics. The antibiotics did not clear the infection.

Manufacturer narrative:
(B)(4). Event date: (B)(6) 2014. Additional suspect medical device components involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient's symptoms of infection included redness and drainage. The physician believed that the infection was not device or procedure related. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the lead and implant site. The patient was prescribed antibiotics. The antibiotics did not clear the infection.